Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: drill bit device, drill device (B)(6) 2022 reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from japan that during a surgical procedure for a femoral subtrochanteric fracture it was observed that after an unknown drill bit device was attached to the radiolucent drive device and drill device, the drill bit device did not rotate even though it sounded like the drill device was running. It was reported that there was a 30-minute delay in the procedure due to the event. It was reported that the procedure was completed by free hand technique by the surgeon. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. It was reported that the day after the procedure the device was inspected, and the malfunction was reconfirmed. It was reported that it seemed that there was a problem with the internal transmission mechanism of the radiolucent drive device. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device passed visual inspection. During assessment, it was identified that the attachment device would not run, and the torque measurement could not be performed. Due to the issue, the device was disassembled, and it was found that on the bevel gears, most of the teeth had broken off. It was further determined that the device failed pretest for check general function in running mode. It was further determined that the most probable cause for the found defect was due to improper handling by the user. Therefore, the reported condition of the device being frozen/would not move was confirmed. The assignable root cause was determined to be traced to user, which is user error. H11: corrected data: d4: the device serial number was documented as (B)(6) in the previous medwatch report. The serial number has been updated to (B)(6) accordingly. The UDI has also been updated accordingly. UDI: (B)(4).